Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode for this failure could be "contamination" and the potential root cause for this failure could be ¿environmental issues". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the intermittent rochester catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the lubricant of the intermittent catheter clogged easily, so the patient had to run water through it to get the urine to flow.